Event description:
It was reported that the right atrial (ra) lead did not capture appropriately. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) partial lead segments were returned, analyzed and revealed that the distal conductor was fractured. It was noted that the proximal conductor was distorted, all conductors had blood/body fluid (not obstructed), the outer tubing was kinked/buckled, the outer insulation was pulled apart (overstress), all insulators were breached cut, the outer insulation was breached cut, outer insulation had white substance and cosmetic depression, and the lead was stretched.